Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #12 it was verified its non- osseointegration. The implant was immediately carried out, 45 ncm of primary stability was achieved and immediate load was executed. The patient presented insufficient bone type iii.